Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the heater line. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up call for a related report, the caregiver (cg) reported to product surveillance that while checking the lines, she noticed air in the heater line. The home patient (hp) verified that there were no loose connections, disconnections, or defects noted with the supplies. The cg confirmed there was no injury or medical intervention. The cg stated that the hp was doing fine and continuing therapy without issue.